Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported event remains unknown. (B)(4)

Event description:
It was reported during ablation of the posterior left atrium, the temperature in the esophagus went up to 47 degrees celsius. An esophageal endoscopy was done 3 days later which showed a 7mm lesion of the mucus membrane in the esophagus that was red but not bleeding. The patient was asymptomatic.